Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.

Event description:
It was reported that the right ventricular lead dislodged and had impedance decease. The lead was replaced. It was also reported that the device "dropped in pocket immediately post implant." The device was repositioned and remains in use. The right atrial lead also had impedance decrease and was repositioned. It was additionally reported that the right atrial lead had impedance increase. A lead revision was performed and the lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular lead dislodged and had impedance decease. The lead was replaced. It was also reported that the device "dropped in pocket immediately post implant." The device was repositioned and remains in use. The right atrial lead also had impedance decrease and was repositioned. The atrial lead remains in use. No patient complications have been reported as a result of this event.